Manufacturer narrative:
This report is submitted on march 22, 2018, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the clinic, the patient experienced an infection post implantation; subsequently the patient was treated with topical and oral antibiotics (date and duration not reported).